Manufacturer narrative:
Date of event: unknown. Investigation summary: one (1) photo was provided by the customer for investigation. The photo shows four (4) blisterpacks with syringes in them. It appears that the bottom web is loose on the samples. An incomplete seal is likely caused by a load cell fault on the packager where the operator or setup didn't clear the row of unsealed packages from the fault. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of package seal integrity poor / questionable for lot #8360833 item #309653. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Rationale: bd acknowledges that the photo provided by the customer appears to show unsealed blisterpacks; however, as these four (4) occurrences would not exceed the acceptable quality limit (aql) of ¿no punctures, cosmetic damage, wrinkles, open seals = 0.25% aql¿ for the batch no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that four syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced a sterility breach. The following information was provided by the initial reporter: material no.: 309653. Batch/lot: 8360833. Customer text: reported issue: per customer, the packaging around the syringes was not sealed and all fell apart.